Event description:
During baxter's evaluation a device alarmed for a system error 105. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was received displaying a system error 105. However, the device was also received with fluid intrusion so the reported problem was not able to be reproduced. The device was removed from service.